Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons are unresponsive when pressed. Pump was not available for review at the time of the call to animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.